Manufacturer narrative:
MDR 2518422-2024-12637 is the original report associated with this device. A duplicate report has been submitted for this device under report. This follow up report is being filed for awareness of this duplicate report.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation and there is no contact information to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.